Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2008 or 2009, the patient presented with weakness in his left leg. The surgeon made the patient to have an MRI done, and after the MRI, diagnosed the patient with thoracic spinal stenosis t4-t5 to t11-t12, and thoracic disc degeneration t4-t5 to t11-t12. On (B)(6) 2010, the surgeon performed surgery on the patient, consisting of thoracic anterior disectomy t4-5, 5-6, 6-7, 7-8, 8-9, 9-10, 10-11, and 11-12; anterior interbody fusion from t4-t5; placement of anterior interbody cages from t4-t5 all the way to t11-t12; posterior spinal instrumentation and fusion from t4 to t11; and thoracic laminectomy t8-t9, t9-t10, t10-t11, t11-t12. Rhbmp-2/acs was used during this surgery. Following the surgery, the patient was experiencing the same pain he experienced prior to undergoing surgery. The patient still suffers back pain, which has severely limited his mobility.